Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine follow up. The pulse generator exhibited noise. No intervention had been performed. The changes suggested by technical service would be discussed with physician. The patient would be monitored with routine follow up.